Event description:
Fluted blake drain broke at connecting point of drain tube and implanted portion of drain during removal. Pt was returned to the or for removal. This procedure extended the pt's stay by approximately one (1) day.